Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument tube extension was fractured next to one of the keys that mates with the proximal clevis. It was concluded that the damage was likely due to excessive side loading or other mishandling/misuse. The instrument passed electrical continuity testing. The pad printing on the instrument's tube extension exhibited an area where material was removed. It was concluded that the damage was likely due to mishandling/misuse.

Event description:
It was reported that the orange plastic part of the da vinci monopolar curved scissors instrument was peeling back from the tip. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported. On (B)(4) 2014, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The initial reporter provided clarification that the black tube underneath the orange label was cracked and peeling with the orange label.